Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the allege insulin pump was under delivering because battery compartment was broken. Customer¿s blood glucose was 400 mg/dl at the time of incident and 251 mg/dl at the time of call. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer wishes to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. Insulin pump received with cracked battery tube threads.